Event description:
This is the second of two reports for one device involved in two events. Dealer rep wanting credit on gluma comfort bond because pts were hypersensitive after treatment. Spoke to the dentist. She said that this started about 3 weeks ago when she started using the gcb. She said that the only thing she changed. She said that she had to change the fillings on two of the pts and they are now better. She said she used the old bonding agent on them. She said she used rubber dam isolation, etched, rinsed, dried, then applied one coat of the gcb and did a gentle air dry, then applied another coat and did another gentle air dry, then she cured the gcb. Confirmed that she only used two layers and she said that's all she uses. Discussed that the directions called for three layers and that two layers may not be able to provide adequate bond strength and that this may be the cause of the sensitivity and why we required three layers. She said that her husband told her to use two layers. She said she still had more gcb in the office and she would try three layers. She said she did not have individual event info available. Follow-up contact made, but office has not replied to messages.

Manufacturer narrative:
(B)(4) submitting the report on behalf of heraeus kulzer (B)(4) (the MFR). Although we have not established that the device caused or contributed to the event, we are reporting it to be complaint with 21 cfr part 803 and out of an abundance of caution. The directions for use states, "...apply a copious amount to the entire cavity surface, apply two add'l coats of gluma comfort bond and wait for 15 seconds." The dentist stated that she only used two coats of gluma comfort bond. The user failed to follow the instructions. These failures could lead to microleakage or bond failure which may cause the pt to experience sensitivity. The cause of the complaint is user misuse. No CAPA measures are recommended due to the aforementioned misuse.